Event description:
On (B)(6) 1995 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter had tilted with its tip noted posteriorly at an angle of approximately 28 degrees compared to the long axis of the ivc. The proximal tip of the filter may protrude slightly beyond the posterior ivc wall. There was no significant medial/lateral tilt. The tip of ivc is located approximately 5mm proximal to the lower lying right renal vein. Two anterior right struts are contiguous with the posterior wall of the third portion of the duodenum. The posterior struts protrude minimally beyond margin of the ivc wall but without any underlying fat plane. The struts do not contact any adjacent vertebral body. The anterior left strut protrudes slightly beyond the margin of ivc.

Event description:
On (B)(6) 1995 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter had tilted with its tip noted posteriorly at an angle of approximately 28 degrees compared to the long axis of the ivc. The proximal tip of the filter may protrude slightly beyond the posterior ivc wall. There was no significant medial/lateral tilt. The tip of ivc is located approximately 5mm proximal to the lower lying right renal vein. Two anterior right struts are contiguous with the posterior wall of the third portion of the duodenum. The posterior struts protrude minimally beyond margin of the ivc wall but without any underlying fat plane. The struts do not contact any adjacent vertebral body. The anterior left strut protrudes slightly beyond the margin of ivc.